Event description:
It was reported that during the revision procedure, the ¿catheter in the intrathecal space that was free floating¿.

Event description:
It was reported and confirmed that the patient's catheter fractured and was severed near the midline over the spinous process. It was indicated after the patient received a single bolus, the catheter was revised and a new section of catheter (36.4cm) in length was added to the existing one that was estimated at (40cm) in length and reconnected. It was noted that the patient did not experience any symptoms and was "doing well". The drugs delivered via pump were morphine and b upivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), implanted: 2011-03-22 explanted: product type programmer, patient product ID, 8709sc lot# n279893004, serial#, implanted: 2011 (B)(6), explanted: product type catheter product ID, 8590-1 lot# n2661, serial# implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).